Manufacturer narrative:
Reference MFR. Report #3004209178-2015-22316 regarding the implantable neurostimulator (ins) involved in the event. Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported she did not feel stimulation. The patient was not sure if she was seeing the patient programmer batteries low screen or the ins battery needs replacement screen. The patient looked in the manual but she still could not tell what she was seeing. She also saw poor communication. There was no emi, trauma or fall related to this issue. The patient was unable to tell the difference between poor communication screen, pp batteries needed to be replaced and ins needed to be replaced; she was redirected to the health care professional. The patient had a lack of effect, leakage, no stim sensation and she fell. There was a sudden change in therapy/ symptoms. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent. Additional information received from the patient reported that she fell down the stairs and really thought she "dismantled" the leads. She had an appointment with a doctor at the pelvic floor clinic to know how to proceed.